Event description:
On 11/22/1998, safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: plaintiff first discovered that as a result of her exposure to latex-containing products caused her to suffer an immediate reaction. Her allged injuries include latex hypersensitivity, asthma, respiratory problems, hives, dermatitis, diarrhea, vomiting, confusion, throat soreness, fatigue, extreme discomfort, depression & emotional distress.